Event description:
When attempting to activate the chemical mattress for a preterm infant delivery it was extremely difficult to activate. Multiple attempts were made which resulted the pillow contents spilling out of the device on to a nurse and to the operating room floor. Another mattress was obtained and it was difficult to activate but was eventually activated for use.